Event description:
Customer reports the dpm 6 continuously reboots which, may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of power switch. The unit was calibrated and safety tested to factory specifications.